Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. In this case, it is unknown if the absence of angiogram performed contributed to the reported event. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis, back wall stitch, suture malposition, needle to cuff miss and could not be determined. The reported patient effects of thrombosis, pain, occlusion are known inherent risks of the procedure. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 8f sheath after an ablation interventional procedure. Femoral imaging was not performed. Reportedly, everything seemed to work properly; however, after half an hour, the patient complained of a cold leg and pain in the target groin. The proglide suture occluded the vessel. An open emergency intervention was performed, in which it took 4 hours the reopen the vessel as there were problems with the built thrombus. Finally, re-intervention was successful. As the cut-down was performed, it was noted that the suture of the proglide grabbed the posterior vessel wall instead of the anterior. Hemostasis was achieved via surgical suturing. The patient is doing well. The physician guessed that the vessels of the patient were eventually to small for a vessel closure device. No additional information was provided.